Event description:
The pt reportedly experienced a decrease in performance with his device. Programming changes were made. However, the problem was not resolved. The pt's c1 device was explanted and reimplanted with another advanced bionics device in 2007. It was reported that the surgery went well.